Manufacturer narrative:
The device was returned and visual inspection showed that the shuttle was disengaged from the handle. The sealant was exposed to blood, folded and protruding out of the slit on the outer cartridge tubing. A radial tear was noticed at the proximal end of the shuttle side slit which was likely caused by a sharp bend in the outer cartridge during pull back. Such a bend is not possible with the sealant sleeve positioned over the distal end of the cartridge. The condition of the returned device indicated that the sealant may have been hydrated and adhered to the catheter's outer diameter and or shuttle's inner diameter, hindering the device from shuttling down during the deployment. The sealant was removed; the shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. No resistance was felt during the procedure. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lot history record (f1420601) indicated that the device lot met all established performance criteria prior to shipment; however, the device was expired at the time of use. Based on the information provided and the investigation performed, the reported event may have been caused by the product used beyond the expiration date, potentially contributing to sealant hydrating and increasing the profile, which can obstruct the device path during the deployment. It should be noted that accessclosure (a cardinal health company) has qualified the performance of the mynxgrip vascular closure device for one year from the date of manufacture. The root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip device which was being used for arterial closure would not shuttle down during the deployment. The device was removed from the patient and manual compression was applied for more than 30 minutes to achieve hemostasis. Following the removal of the device, a piece of broken black tube was observed. The patient's outcome was described as fine and hospitalization was not prolonged as a result of the mynx event. No further information is available.